Event description:
Patient reported the tubing of a lap-band "came loose from the port." Fluoroscopy and x-ray was performed, which indicated "the port tubing had disconnected from the band tubing." Follow-up findings: the patient "has not had restriction in a very long time." Upon explant the surgeon noted that "the tubing was fractured close to the abdominal wall." The entire lap-band system was removed and was not replaced.

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."